Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked downstream occlusion seal and battery compartment. Review of the event history log (ehl) showed 41622 error code. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the motor and downstream occlusion sensor. As a result, the downstream sensor/seal, motor, and battery compartment were replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a mechanical failure. The device evaluation revealed a cracked downstream occlusion seal and motor issue. There was unknown patient involvement, no patient injury was reported.